Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the displacement test and self test. Successfully downloaded history files and traces using thump. No unexpected alarms noted during testing; however, verified the pump alarmed pump error 53 (file number = 709 and line number = 1216) on (B)(6) 2022 at time 00:11:39.000, (B)(6) 2022 at time 00:14:57.000, and on (B)(6) 2022 at time 08:50:56.000 due to software anomaly. Pump successfully paired with the test transmitter. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump passed required testing and paired successfully with the test transmitter. No com pump to xmtr-unresolved was not confirmed. Pump error 53 was confirmed in the history files due to software anomaly. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the transmitter was unable to pair with the customer's pump. Troubleshooting was performed and the issue was not resolved. The customer received a device not found alert. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The pump was returned for analysis.